Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
The patient was scheduled for enb procedure, immediately followed by endobronchial ultrasound (ebus). The enb procedure was completed without patient complication. During the ebus procedure following the first pass of the needle, the patient went into cardiopulmonary arrest. CPR was performed and the patient was resuscitated and transferred to the ICU. She arrested a second time while in the ICU. She continued to have difficulty with oxygenation and she subsequently died. Dr. (B)(6) does not believe the death is related to the superdimension device and suspects a pulmonary embolism.